Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had system error. Infusions were stopped and nurse restarted the pump. The system was plugged into red outlet at the time of the event. There was patient involvement but no harm. Although requested, no further information was provided by the customer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that pcu was observed with system error 121.2002 was confirmed in the device logs and replicated during laboratory testing. However, the extensive laboratory testing that produced the reported error was beyond the voltage specifications of the 24v switching power supply. ¿ the review of the error log the pcu revealed that an error code 121.2002 occurred on 23 august 2024 at 12:52 pm. ¿ the review of the event and battery logs of the pcu revealed that the device was switching back and forth between ac power to dc power at the time of the reported event of 23 aug 2024 at 12:52 pm ¿ when a pcu is subjected to voltage dips that exceed the requirements of the switching power supply, the changing voltage can be misinterpreted by the pcu's software as the device being repeatedly plugged in and unplugged from ac power. As a result, the software may turn the ac and battery lights on and off on the pcu's front panel, causing them to flicker rapidly due to the quick succession of events. ¿ the pcu was not designed to handle this situation in a prolonged condition, and as a result, the system responded by writing many alternating messages to the battery log (ac_power_on & ac_power_off). ¿ when an error is finally generated, the system records the error message ¿communications failed¿ to the battery log, with the details listed as ¿failure = psp transmit overrun¿ and an error code of ¿121.2000.2; failure = comm failure is written to the error log. ¿ laboratory testing was performed using a power cycler to simulate the conditions of the pcu switching from ac power on to ac powered off, however; testing failed to replicate the system error after 24 hours. ¿ the returned pcu was then plugged into the autotransformer and the voltage was slowly reduced from 120 volts to the 24v switching power supply manufacturer¿s data sheet requirement minimum of 85 volts. The programmed infusions remained plugged in to the system at the system minimum requirement of 85 volts, and the device was continuously tested for approximately 1 hours. However, the malfunction was not replicated during this testing period. ¿ the test was repeated with the powerstat variable autotransformer, this time the voltage was reduced at 30 second intervals from 120 volts to the point where the ac led on the pcu front panel switched to the battery led. At approximately 14 volts the reported system error was reproduced. It was observed that the battery and ac adapter led was flickering back and forth before the system error was triggered ¿ the programmed infusion of the pcu was observed to continue to infuse when the system error occurred as expected. The previous infusion was found to be unrestorable when the device was restarted. ¿ replicating the error event only occurred when the input voltage was far outside the alaris system design requirements for ac input. ¿ testing confirmed when the alaris system pcu was tested at the 24v switching power supply minimum requirement of 85vac the system performed as designed with no alarms. It was noted that the battery is approximately 6 years old since it was manufactured, bd recommends that the pcu battery is replaced at a minimum of every 2 years. This was an incidental finding and was not identified as a contributing factor for the reported issue. ¿ the device was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the probable cause of the reported issue that the pcu received system error 121.2000 is being attributed to an ac input voltage drop which is below the alaris system pcu minimum ac voltage specification. Note that this report lists imdrf annex a070504, g02002, c0501, d09 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump module had system error. Infusions were stopped and nurse restarted the pump. The system was plugged into red outlet at the time of the event. There was patient involvement but no harm. Although requested, no further information was provided by the customer.